Event description:
It was reported that a spectrum pump failed preventative maintenance testing for downstream occlusion. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be in spec in relation to the reported symptom, which was unable to be reproduced. Failure to pass preventative maintenance testing for downstream occlusion was unable to be confirmed and no parts were replaced in relation to this symptom. The device passed downstream occlusion testing per the spectrum preventive maintenance test.